Manufacturer narrative:
The customer identified the cause of the issue to be user error. Therefore, the unit is not being returned to erbe for an eval. No other issues have been reported since the notification of the incident. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment occurred that would have caused or contributed to the reported event. To further address the issue, add'l in-service work was being planned with the involved staff at the medical center. The account is being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. During a colonoscopy, a polypectomy was performed. The staff incorrectly set the esu to the basic program and the doctor activated the unit via the blue coag footpedal. The setting used was forced coag, 80m watts, effect 2. A loud sound was heard and there was a big spark from the snare. The pt's colon was perforated. The perforation was very small and no further intervention work was required. The pt is doing well.